Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 475 mg/dl. Customer¿s blood glucose was 250 mg/dl at time of incident. Customer stated that automode was active during high blood glucose event. Customer mentioned that customer delivered insulin but insulin pump kept on saying calibration required. Insulin pump will not be returned for analysis.